Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. The event log was reviewed, and it confirms the abrupt power off. The pump was tested, and powers off at a voltage of 2.9 indicating an issue with the watchdog timer.

Event description:
On 06/20/2023, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Device was returned.